Event description:
During surgical procedure, using covidien endo-stitch auto suture device, the needle dislodged into the pt's abdominal cavity. CT showed needle was in the pt, multiple attempts made to retrieve it failed. Institutional disclosure was made to the pt.